Event description:
It was reported the patient presented with dyspnea and left ventricular hypertrophy in early october. An echo revealed a stenotic valve and upon explant, the surgeon stated the valve was heavily calcified. The valve was replaced with an sjm mechanical valve. Additional information has been requested.